Event description:
A customer reported experiencing a problem with the footswitch cable during a vitrectomy procedure. The case was completed. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on may 22, 2000. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was installed into a calibrated hotbed system with digital pressure gauge on (B)(6), 2015, and the system was booted up. Various surgical functions were activated with the footswitch and no system message (sm) or other abnormalities were found. The continuity on the returned cable was then and all the pins were found to be continuous; none were shorted. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).